Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that her infusion set tubing separated at the luer-lock connection. She did not recall the tubing "snagging" on anything, thus she was not sure how long the tubing had been separated. At the time she observed the separated tubing, her blood glucose level was "in the 500 mg/dl range". She reported one symptom of elevated blood glucose, which was that she "felt a little thirsty". To reduce her elevated blood glucose level, she gave herself an insulin injection using an "insulin pen". Her infusion set tubing was replaced for her by a second party. She stated that her blood glucose level returned to "normal at 132 mg/dl" after "a couple of hours". She reported her target range for blood glucose as 90-130 mg/dl. The patient did not require assistance from a healthcare professional to address the issue. As the patient had not retained the product, no product will be returned for evaluation.